Event description:
During product evaluation by a baxter service technician, a flogard infusion pump could not be turned on in battery mode due to a defective main battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event found during preventative maintenance. The cause was determined to be a defective main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow-up MDR will be sent.